Event description:
It was reported that during the procedure and upon removing the access cannula from the patient, that the handle detached and the cannula got stuck in the vertebral body. The cannula was successfully removed using forceps. The procedure was completed successfully, there was no clinically significant delay, and there were no additional adverse consequences to the patient.

Manufacturer narrative:
Corrected information: device not available for return.

Event description:
It was reported that during the procedure and upon removing the access cannula from the patient, that the handle detached and the cannula got stuck in the vertebral body. The cannula was successfully removed using forceps. The procedure was completed successfully, there was no clinically significant delay, and there were no additional adverse consequences to the patient.